Event description:
A peritoneal dialysis nurse called in with a question regarding ultra filtrate and reported an overfill for this patient. The reported drain volume of 4879ml was 195% over the expected drain volume which resulted in a reportable device malfunction the patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. Related MDR: 2937457-2014-00773.